Event description:
A device failure was reported on 6/27/95. A replacement unit was sent to the pt on the same day in a priority overnight shipment. The problem was described to be that when the main operating unit (mou) "stand by" l.e.d. Would illuminate when the "treatment start" switch was depressed. This problem could not be duplicated by co on the returned unit. However, an intermittent alarm problem was traced to an overly large gap between the adaptor plate and treatment heal module (thm) housing. This was caused by a concave section in the thm housing. Corrective actions are being instituted that may prevent future occurrences.